Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 200 mg/dl, 238 mg/dl, 112 mg/dl, 105 mg/dl, 77 mg/dl and 126 mg/dl when all tests were preformed within 10 minutes on the aviva system. Reporter stated that at another time, results of 581 mg/dl, 293 mg/dl, 342 mg/dl, 196 mg/dl, 138 mg/dl and 287 mg/dl were obtained within 10 minutes on the same system. Reporter stated that within 10 minutes of the last result of 287 mg/dl, other results of 186 mg/dl, 149 mg/dl, 196 mg/dl, and 139 mg/dl were obtained on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.